Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia, differences between sensor glucose and blood glucose levels and the insulin delivery was not suspended. The customer was also reported possible under delivery anomaly and the pump failed high pressure test twice. The customer reported a blood glucose value of 565 mg/dl and the sensor glucose was 400 mg/dl. The customer reported hyperglycemic event was treated with manual injection/insulin pen, and insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-1884l, mmt-381a, mmt-7040ma, mmt-332a. Troubleshooting was performed for hyperglycemic event. Customer was using the insulin pump system within 48 hours of the reported high blood glucose event. Customer was using the auto mode/smartguard feature at the time of the event. Customer was advised to discontinue use of the insulin pump. Troubleshooting was performed for differences in glucose levels. Difference between sensor glucose and blood glucose values was 165 mg/dl and it is beyond 30% limit. Customer was advised to replace the sensor. No further patient complications were reported. Mmt-1884l was requested, and customer response was the device will be returned. No product return is required for mmt-381a. No product return is required for mmt-7040ma. No product return is required for mmt-332a.

Manufacturer narrative:
This is 2 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.